Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter continued to display ¿apply sample¿ instead of counting down and providing a result after a sample had been applied to the test strip. In addition, the reporter stated that the subject meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the meter issues began 2 weeks prior to the alert date of (B)(6) 2018. The patient manages their diabetes with insulin (no adjustments) and it was not noted whether the patient had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient experienced symptoms of ¿dizziness and nausea¿ 3 days after the alleged product issues occurred and in response to this the patient¿s partner gave them orange juice to drink. The patient was subsequently taken to the emergency room and treated with insulin by a healthcare professional 30 minutes later. At the time of troubleshooting the cca walked the reporter through a retest could not obtain a reading with the subject meter. They also confirmed that the reporters testing technique was correct. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.